Event description:
The customer provided information regarding the device reprocessing. The customer cleaned, disinfected, and sterilized the subject device before returning it. The subject device was immersed in the detergent solution and the instrument channel was brushed. It¿s unknown if precleaning was delayed and it¿s unknown if water was aspirated through the instrument/suction channel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5 and g2. B5: the information included in b5 was inadvertenly omitted from the initital medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material in the forceps channel was unable to be identified. The following is included in the instructions for use: ¿chapter 5 re-processing of endoscopes (and accessories re-processed together)¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
(B)(4). The device was returned to olympus for evaluation. The customer's complaint was not confirmed. In addition to the findings reported, the following non-reportable malfunctions were identified: due to a pinhole on channel tube, water tightness is lost/deterioration or breakage on various parts of the device/dent in universal cord/switch box is deformed/light guide connector is sticky and control unit is sticky due to water leakage/light guide bundle is slipping down and illumination is poor/foggy image due to damage objective lens/corrosion and damage on bending tube, joint section between bending tube and distal end is not secured. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that when doing a leak check, air bubble was seen coming from the cysto-nephro videoscope. There was no patient harm associated with this issue. During testing and inspection of the returned device, foreign matter was coming from the channel. This MDR is being submitted to capture the reportable malfunction found during device evaluation.